Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no intervention performed. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery status of this pacemaker indicated two and a half years remaining from five and a half years remaining six months ago. The patient was at fairly low output and has had intermittent atrial fibrillation. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. It was then advised to replace the device and return it for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no intervention performed.

Event description:
It was reported that the battery status of this pacemaker indicated two and a half years remaining from five and a half years remaining six months ago. The patient was at fairly low output and has had intermittent atrial fibrillation. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. It was then advised to replace the device and return it for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.